Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a revision of their previous ins on (B)(6) 2016. The reason for the revision was not reported. No patient symptoms were reported with this event. No complications were reported or anticipated.